Manufacturer narrative:
No external ram error alarm noted. Pump passed the self-test. A unexpected restart alarm after battery change and memory was erased due to c13 on voltage leak(cooper). Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had alarm unexpected restart during normal use. Customer's blood glucose at time of incident was 402 mg/dl. The customer was treated with manual injections. The customer checked alarm history and found 3 unexpected restart and 1 external ram error alarm. The customer was advised that the device would be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives.